Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a clear fiber was found in the eye post-operatively during the patient¿s follow up appointment. The physician indicated that the fiber will not be removed to prevent any patient complications. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Without analysis of the fiber we are unable to determine if there is any relationship to the custom pak for this event. The root cause of the customer's complaint could not be established as a sample has not been returned and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the origin or root cause. As the root cause is unknown, the relationship, if any, of the custom pak to the reported incident cannot be determined. The root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Custom pak materials management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).